Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is unable to activate the device to inflate it, also the patient is having difficulty activating the device due to severe pain. The patient is concerned about the situation and has an appointment with the physician to discuss next steps. There is no additional information reported.